Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the row board cable was not properly positioned. The field service engineer reconnected the row board cable and secured the drawer controller. After the cable was properly secured and the station was rebooted, it became accessible to the customer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the user encountered drawer failure, unable to access pockets. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.